Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('terrible abdominal pain') and suicide attempt ('tried to commit suicide twice') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included epilepsy. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), irritability ("irritable"), depression ("depressed"), pain ("chronic pain all over body"), alopecia ("hair falling out in handfuls"), fatigue ("tiredness"), tachycardia ("tachycardia"), vomiting ("vomiting"), polymenorrhoea ("got period daily"), genital haemorrhage ("waterfall of blood"), dysgeusia ("metallic taste in mouth") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, suicide attempt, irritability, depression, pain, alopecia, fatigue, tachycardia, vomiting, polymenorrhoea, genital haemorrhage, dysgeusia and urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysgeusia, fatigue, genital haemorrhage, irritability, pain, polymenorrhoea, suicide attempt, tachycardia, urinary incontinence and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: the ha number received and update to imdrf/FDA codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('terrible abdominal pain') and suicide attempt ('tried to commit suicide twice') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included epilepsy. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), irritability ("irritable"), depression ("depressed"), pain ("chronic pain all over body"), alopecia ("hair falling out in handfuls"), fatigue ("tiredness"), tachycardia ("tachycardia"), vomiting ("vomiting"), polymenorrhoea ("got period daily"), genital haemorrhage ("waterfall of blood"), dysgeusia ("metallic taste in mouth") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery. Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, suicide attempt, irritability, depression, pain, alopecia, fatigue, tachycardia, vomiting, polymenorrhoea, genital haemorrhage and urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysgeusia, fatigue, genital haemorrhage, irritability, pain, polymenorrhoea, suicide attempt, tachycardia, urinary incontinence and vomiting to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('terrible abdominal pain') and suicide attempt ('tried to commit suicide twice') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included epilepsy. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), irritability ("irritable"), depression ("depressed"), pain ("chronic pain all over body"), alopecia ("hair falling out in handfuls"), fatigue ("tiredness"), tachycardia ("tachycardia"), vomiting ("vomiting"), polymenorrhoea ("got period daily"), genital haemorrhage ("waterfall of blood"), dysgeusia ("metallic taste in mouth") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, suicide attempt, irritability, depression, pain, alopecia, fatigue, tachycardia, vomiting, polymenorrhoea, genital haemorrhage, dysgeusia and urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysgeusia, fatigue, genital haemorrhage, irritability, pain, polymenorrhoea, suicide attempt, tachycardia, urinary incontinence and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.